Event description:
The complainant reports an under delivery. The reporter indicated that the intended amount of delivery was 250ml to be delivered over a period of 4 hours; however, the actual amount delivered was 60ml.

Manufacturer narrative:
(B) (4): the device reported is an abbott product that is marketed internationally and is the same or similar to a device that is marketed domestically. (B) (4)